Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the four infusion set was fell out due to tape not sticking and reason is due to sweat and weather conditions. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 8021545-2024-01297 - device 3 of 4 (B)(6).